Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for esophageal varices banding procedure performed on (B)(6) 2012. According to the complainant, during preparation, the packaged was opened and it was observed that the bands on the ligator head appeared "crumpled up" and were not in the correct position. Reportedly, there was no damage to the packaging however, there was no plastic wrapper covering the bands when the package was opened. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.